Event description:
It was reported that the patient passed out and their heart was falling into rates of 40 beats per minute. The right ventricular (rv) lead had apparent intermittent loss of capture. The physician thought that perhaps it was related to the patient¿s metabolic condition, i.e. Low blood sugar, affecting the functioning. It was noted that the rv lead impedance and sensing appeared normal. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implantable pacing lead (B)(6) 2010. (B)(4).